Manufacturer narrative:
Unit passed displacement test. Unit received with high active and sleep current due to corroded battery tube and corroded electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump received replace battery alarm. The customer did receive a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now with a low battery warning. The customer also stated that the reservoir lip ring was damaged. Troubleshooting was performed for damage and noticed the reservoir did lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.